Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k): k926214. (B)(4). The actual sample was received for evaluation. A guidewire and a fragment of urethane outer layer were retuned for the investigation. Visual inspection of the guide wire main body revealed that semi-circumferential peeling of the urethane outer layer was observed on 0mm - approximately 170mm from the distal end. The core wire was found exposed on that area, and the remaining semi-circumferential part of the urethane outer layer, about 100mm in length, had been lifted from the core wire, but was still attached to the main body. Magnifying inspection of the urethane outer layer lifted from the core wire revealed a groove that could be considered as a contact area with the core wire was observed, and the cross section of the lifted urethane outer layer was a smooth cut surface. Electron microscopic inspections of the urethane outer layer lifted from the core wire revealed a groove that could be considered as a contact area with the core wire was observed, the cross section of the lifted urethane outer layer was a smooth cut surface, and no scratches were found near the cut surface. The outer diameter was measured on the intact area and confirmed to meet the factory's control criteria. Visual inspection of the fragment of urethane outer layer confirmed that it was a 160 mm-long peeled urethane outer layer. Each end was called end-a and end-b. Magnifying inspection of end-a found that the cross section was a smooth surface. Magnifying inspection of end-b revealed a groove that could be considered as a contact area with the core wire was observed, and the cross section of the peeled urethane outer layer was a smooth cut surface. Electron microscopic inspections of end-a revealed that the cross section of the peeled urethane outer layer was a smooth surface. Electron microscopic inspections of end-b revealed a groove that could be considered as a contact area with the core wire was observed, the cross section of the peeled urethane outer layer was a smooth cut surface, and no scratches were found near the cut surface. Based on the investigation results, it is likely that the semi circumferential part of urethane outer layer was missing by 15mm in length. A reproductive test was performed by pulling out a guidewire sample from a metal needle sample. As a result, the urethane outer layer of the guide wire was peeled, and its cross-section surface was found smooth as if it had been cut with an edged tool. The core wire was found exposed. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needles is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. , it is likely that the actual sample came into contact with the opening of the concurrently used metal needle when manipulated, and subsequently, when the actual sample in that state was subjected to pulling force, the urethane outer layer was peeled. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus guidewire m was used together with a metal needle for pustular drainage in the abdominal cavity. There was a possibility that the urethane had been scraped off and left in the body. The patient was not harmed. The procedure outcome was not reported. Additional information was received on 17aug2020. "For intra-abdominal pustular drainage, puncture with a 2.5 ml syringe with a 21g needle was done under fluoroscopy. After that, the doctor searched a thin guide wire that could pass through this needle and took 0.018 radifocus for use. The doctor removed the fragment from the patient during another surgery on the weekend. He found that the urethane was scraped off by about 10 cm in length from the tip of the actual product, and the core shaft was exposed. "